Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30067473m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: bwi products: carto 3 system (catalog # unknown, serial # unknown), non bwi products: heart span 86 transseptal needle. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure for premature ventricular contraction (pvc) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure,after ablation had been executed with thermocool® smart touch¿ bi-directional navigation catheter, the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 500 cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required for observation purposes. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with a heart span 86 transseptal needle. The generator parameters included power control mode at 35 watts. The power did not titrate during the ablation. The overall time for ablation was 86 seconds. The last ablation cycle time was 9 seconds at 35 watts. The catheter irrigation was set at 17ml/min at 35 watts. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) between 250-300 seconds. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. The carto 3 system did not indicate to zero the catheter since the catheter was zeroed after initial warm-up phase.

Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure for premature ventricular contraction (pvc) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Product evaluation details: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).